Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect with his scs ipg and the patient controller (pc). Reportedly, the patient had surgery and did not set the scs system to surgery mode. Troubleshooting was unable to resolve the issue, the clinician programmer displayed, ¿a problem was found with the generator that could not be repaired.¿ message. The patient's scs ipg was deemed inoperable and would need to be replaced.

Event description:
It was reported that the patient had their ipg explanted and replaced. Effective therapy was confirmed post-op.